Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. Customer problem wasn't duplicated, however visual testing was performed and found damaged dso seal. The root cause of the issue was unknown. No further action was taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that there was an issue with the locking mechanism. The device evaluation revealed a dso seal issue. There was patient involvement but there was no patient harm/adverse event reported.